Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm for cassette not attached properly. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was provided. One cadd®-solis vip infusion pump was returned for analysis. The lens was found to be damaged and the tamper seal was missing upon visual inspection. Cassette not attached properly and standard admin set latched alarms were found in the device history log. The downstream occlusion sensor (dso) was non-reactive when sensor and functional testing was performed. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.